Event description:
Reporter states that she was delivered a scooter at her home yesterday (B)(6) 2018 and it is not working. According to reporter, the scooter would not charge despite the fact that it was plugged all night. She also mentioned that the scooter was emitting a very strong smell that was disturbing to her. Reporter is requesting for a new scooter as soon as possible .reporter was able to provide the name of the distributor (B)(4) but did not have the name of the manufacturer.